Event description:
Medtronic recent recall 11/2015 insync pacemakers model 8042, 8042b, 842u. Company reports 30 known failures for early battery failure, with 1 possible related death. Product was approved 8/2005.